Event description:
Reporter alleged patients' blood glucose measured 45 mg/dl at 11:37 am, 386 mg/dl at 11:44 am, and 75 mg/dl at 11:54am. It was stated controls were run and the solutions were found to test within an acceptable range. No patient treatment information was reportedly provided. A request was made for the return of the suspect device and replacement product was sent.